Event description:
It was reported that they were unable to interrogate the implantable pulse generator (ipg). It was recommended to hook-up patient to electrocardiogram (ECG) and then they were able to confirm pacing and device was able to be interrogated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 4076, implantable pacing lead, (B)(6) 2012. (B)(4).